Manufacturer narrative:
Pump performed within specifications. Balloon performed within specifications. Cuff had or damage.

Event description:
The entire aus device was removed from the patient and replaced due to a low grade infection which was caused from the patient's penile prosthesis.